Event description:
It was reported that the attachment device had a broken shaft. During in-house engineering evaluation, it was observed that the device had a flared tip and some vibration. The event was not reported to have occurred during surgery. It was not reported if there any delays in the surgical procedure or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and it passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a flared tip and some vibration. It was determined that this type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.